Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested

Event description:
The customer reported that a patient was noted to be having a brady event after the information center ix had rebooted and came back online at which time alarms were provided. The customer said a team was sent to the patient room to evaluate the patient. The patient was not harmed. It is not known if some form of medical intervention was required in order to preclude harm and it is not known if a delay of response occurred. For these reasons, philips will report this as a potential serious injury based on the information provided during which time the device may have contributed to a delay. A patient had a brady event requiring a rapid response team evaluation. It was not indicated what treatments were provided; only that the patient was not otherwise injured or harmed as a result.

Manufacturer narrative:
The rebooting of the device is considered to be associated with a malfunction at the time of occurrence. Insufficient information was provided by the customer in order to confirm if the reboot of the device was a factor in the patient related event or if the issue contributed to any delay of care. The customer confirmed that the patient was not otherwise harmed as a result of this event. The customer did not respond to requests for further details and philips field personnel were contacted but had no further details as the call was not dispatched for onsite evaluation of the device. The logs support that network disconnects had been occurring which may have been associated with issues within the hospital network that the customer was working with it to review. The customer did not provide further detail and did not call with any further similar issues in the past 60 days. At this time, no further investigation can be performed. No patient information was provided.

Event description:
The customer reported that a patient was noted to be having a brady event after the information center ix had rebooted and came back online at which time alarms were provided. The customer said a team was sent to the patient room to evaluate the patient. It is not known if some form of medical intervention was required in order to preclude harm and it is not known if a delay of response occurred. For these reasons, philips will report this as a potential serious injury based on the information provided during which time the device may have contributed to a delay. It was not indicated what treatments were provided; only that the patient was not otherwise injured or harmed as a result.